Event description:
After the implant procedure was completed, the patient developed a hematoma at the chest incision site. Physician brought the patient back into the or, and upon surgical exploration, it was discovered that the hematoma had extended to the neck incision site. After draining both incision sites, the physician identified a nicked vessel, likely resulting from dissection at the chest incision during the implant procedure. Physician achieved hemostasis using cautery and closed the incisions. This resolved the issue.